Event description:
It was reported that during a coronary stent procedure, the balloon became hung up inside of a stent. Upon removal of the catheter, the balloon remained in the stent and the shaft of the catheter disassembled. The balloon was snared with a guide wire. Pt status is listed as "ok".